Manufacturer narrative:
The field service engineer cleaned ise fluidics, replaced the electrodes, primed and conditioned the unit, performed an ise check, and ran calibration and controls. The control results were good. Samples measured on both analyzers showed the same results. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionable results for 46 patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The results were questioned because values measured from an unspecified number of these patients on a blood gas instrument were about 10 mmol/l higher. Incorrect results were reported outside of the laboratory. The reporter provided initial testing data for these 46 samples and this is provided in the attachment. These samples were repeated on a second analyzer. The correct results were then communicated to the hospital wards. Repeat data from these samples were asked for, but not provided.